Manufacturer narrative:
The returned device was evaluated and no kinks were seen on the soft cannula. External inspection of the device found a small crack on the bottom of the device. Furthermore, no blood was seen on the adhesive pad. Removal of the adhesive pad found that the adhesive welds on the device were not properly installed. A leak test was performed on the device. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. No other damages or defects were observed that could contribute to the reported leaking event. The data downloaded from the device did not show any timeouts or drive stalls during the run. Investigation found the cracks on the housing to have a negligible effect on the device¿s functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, corrections were delivered and a new pod was applied.